Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a lack of therapeutic effect. There was no known accident or incident related to the complaint. Impedances were measured at over 3,600 ohms on electrodes 8-15. The patient needed these electrodes for programming for right side pain. The patient had lost stimulation sensation in his right side for about two weeks. The patient intermittently felt stimulation when he bent down. It was later reported that the patient underwent a revision on (B)(6) 2011. The lead was 'bad" and was replaced. Impedances were also out when measured with the multi-lead trialing cable as well. The patient was doing well.